Manufacturer narrative:
(B)(4). Abbott analyzed the returned device and confirmed the leak in the hub allowing fluid to leak when the device is pressurized. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause to be variability in the gluing process during manufacturing. The issue will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the femoral vein with mild tortuosity, mild calcification and 90% stenosis. A 5x40mm armada 35 balloon dilatation catheter (bdc) was advanced toward the target lesion, the bdc was inflated but the balloon partially inflated. The bdc was withdrawn and the physician inflated the balloon on the preparation table. A leak was noted between the hub and the catheter shaft. A new unspecified bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.